Event description:
It was reported that during a sleeve gastrectomy procedure, the jaws of the device got stuck and would not open, while trying to press the anvil. Upon firing, the blade would not move. Unknown how case was completed. Additional information has been requested but not received.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.